Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed as the product was discarded. A manufacturing record evaluation was performed for the finished device 00001305 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. Mid-procedure, the hemostatic valve leakage occurred. No hemostatic valve detachment was observed. The procedure was completed without patient consequence and without exchanging the sheath. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hemostatic valve leakage is an MDR-reportable issue.